Event description:
It was reported to philips that the system gave an alert indicating the power supply of the geometry had switched off, preventing geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The philips remote service engineer (rse) inspected the system remotely and identified that the geometry power supply was turned off. A review of the system logfiles found no geometry movements and geometry power supply was switch off. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was unable to move. Upon troubleshooting actions, the fse replaced the power supply, but issue persist. Subsequent investigation revealed that geo calibration data was lost due to defective luc board. The fse replaced the luc board and mvr high power board because the mvr board was making noise during startup. The defective power supply was returned for analysis, which determined the relays were broken. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.